Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the pediatric craniotome device had a bent footplate. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the date returned to manufacturer was documented as jul 29, 2016 on the initial report. It has been updated as aug 8, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a bent tip was confirmed. An assessment was performed on the device which determined the cause of this condition was excessive lateral or side to side force. The assignable root cause was determined due to misuse, abuse, and/or possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.